Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100 set, the machine "fails to complete the self check". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11 the actual device was not available; however, photographs and video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak at the level of the membrane of the tp square. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.